Event description:
After placing the catheter in right atrium, noticed noise and unable to pace electrically. The device is a reprocessed product by sterilmed, inc. And manufactured by ep technologies.